Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device took extended time to discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Based on the device activity log, the customer's report was attributed to the shock button not being held during synchronization cardioversion when a viable ECG was obtained. When the sync feature is activated, the shock button needs to be held until the r wave is synchronized. Analysis of reports of this type has not identified an increase in trend.